Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump buttons had to press more than once to get right option. The customer's blood glucose value was unknown. Customer stated insulin pump had rejected battery several times and backlight was dimmer. The insulin pump will not be returned for analysis.